Event description:
It was reported that at implant there was a patient perforation due to the lead. The lead was removed and disposed of. Follow-up was conducted to obtain information on the patient and the lead, but the attempts were unsuccessful. Any additional relevant information received will be added to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.